Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient reports ongoing pain, leg length issues, and difficulty ambulation. Cobalt testing performed, but no information of lab values. Remains implanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: assessed 3 records, 2 of which are primary left tha implant stickers, and other is primary left tha operative record - all this information is contained in the complaint, no complications noted in the primary notes. Biomet questionnaire has new information: remains implanted, bilateral tha, left is only biomet, recent heart attack, ongoing pain, left leg is shorter than right (lld), difficulty walking for long duration, states had cobalt levels performed x3 since surgery, but did not provide level. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2.